Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("left implant was found to be as shard in uterus"), dysmenorrhoea ("strong menstrual pain") and menorrhagia ("heavy menstrual bleedings") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), musculoskeletal pain ("joint and muscle pain") and device expulsion ("left implant was found to be as shard in uterus"). The patient was treated with surgery (essure removal), and she had novasure procedure. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, dysmenorrhoea, menorrhagia, musculoskeletal pain and device expulsion outcome was unknown. The reporter provided no causality assessment for device breakage, device expulsion, dysmenorrhoea, menorrhagia and musculoskeletal pain with essure. The reporter commented: novasure has helped for bleedings. Essure implants have been removed on (B)(6) 2017. The patient mentioned that her condition is better than before implant removal. During removal surgery the left implant was found to be as shard in uterus. It has been there before surgery, it had not broken during removal. Device removal questionnaire cannot be sent to physician. The patient is waiting for pathologist´s report. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 12-dec-2017 for the following meddra pt: dysmenorrhea: the analysis revealed 172 cases (excluding this case). Device breakage: the analysis revealed 2.123 cases (excluding this case). Menorrhagia: the analysis revealed 588 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 4-jan-2018: follow up information received from patient: device removal information was provided; patient condition after essure removal was also reported. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("strong menstrual pain") and menorrhagia ("heavy menstrual bleedings") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant) and musculoskeletal pain ("joint and muscle pain"). The patient was treated with surgery (essure removal planned on (B)(6) 2017) and surgery (she had novasure procedure). At the time of the report, the dysmenorrhoea, menorrhagia and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, menorrhagia and musculoskeletal pain with essure. The reporter commented: novasure has helped for bleedings. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pt: dysmenorrhea: the analysis revealed 154 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.